Manufacturer narrative:
The clinical analyst reviewed this complaint and stated the following: "the customer reported the patient experienced corneal edema post operatively. A questionnaire was completed by the surgeon. The patient has a history of tree branch injury, hypertension, gout, and diabetes mellitus. The surgeon noted occlusions during phaco chop. The occlusion bell did sound. The surgeon believes the occlusions were a result of dense lens material. The patient had a hard dense cataract. The surgeon stated the patient's corneal edema has resolved with treatment. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch's corneal dystrophy, prior eye surgery, etc) may be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Corneal edema after cataract surgery can be caused by various factors as mentioned above. Based on the information regarding the reported event, the likely contributor may be surgical technique or patient pre-existing condition. There is no evidence to conclude that the integrity of the corneal endothelium was affected by the design or performance of the system." (B)(4).

Event description:
A nurse reported the doctor had occlusion many times during the phacoemulsification portion of a cataract procedure. The patient experienced corneal edema post operatively. A questionnaire was completed by the surgeon. The surgeon believes the occlusions were a result of dense lens material. The surgeon advised that the patient's condition has resolved with treatment.